Event description:
Snd showed a leak through the distilled water instillation connection, losing the bladder probe and needing to perform a new procedure.

Manufacturer narrative:
Qn#(B)(4). There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Snd showed a leak through the distilled water instillation connection, losing the bladder probe and needing to perform a new procedure.